Event description:
On (B)(6) 2019, this patient underwent an emergency endovascular repair for acute b-type aortic dissection. A conformable gore® tag® with active control was deployed below the left subclavian artery. During the deployment, it was reported that the device seemed to move distally, but no proximal type I endoleak was detected at angiography. Per the physician, during deployment, the device was not able to be positioned against the outer curve of the thoracic aorta using forward pressure on the guidewire. It is believed that this caused the device migration post-procedure. Subsequently, another conformable gore® tag® with active control was implanted on the distally. At the final angiography, blood flow was observed from a re-entry tear in the abdomen, so two aortic extenders (manufacturer unknown) were placed. The procedure was completed without any further issue. On (B)(6) 2019, follow-up computed tomography confirmed that the proximal device had further migrated distally, and a proximal type I endoleak was observed. In addition, false-lumen enlargement at the diaphragm level was reported. No reintervention has been reported. The physician stated that the false-lumen enlargement may be related to the proximal type I endoleak.